Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code problem code: e0735 pulmonary dysfunction/ code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. The patient reported use of a beta bionics ilet insulin pump at the time of the event and stated that since (B)(6) 2026, the pump had been displaying elevated glucose readings, although specific values could not be recalled. Due to concerns regarding accuracy, the patient reported a loss of trust in the pump readings. The patient indicated that he was not using the dexcom mobile application and was relying solely on the pump for glucose monitoring. On (B)(6) 2026, the patient reported feeling unwell, with symptoms including vomiting and dehydration. The pump displayed glucose readings as high as approximately 400 mg/dl. The patient performed a fingerstick blood glucose (fsbg) test, which resulted in a value of 214 mg/dl, demonstrating a discrepancy between device readings. Based on these findings and symptoms, the patient sought medical attention and was admitted to the hospital. At the time of the initial report, the patient remained hospitalized and reported feeling unwell, including active vomiting during the call. The call was ended prematurely due to clinical staff requiring the patient¿s attention, limiting the availability of additional clinical details. Follow-up contacts were conducted. The patient reported that multiple fsbg measurements were performed during hospitalization but was unable to recall specific values. He indicated that he received medications but could not recall all names or dosages. The patient reported receiving lantus at night and humalog in the morning but was unable to provide dosing information. The patient was unable to recall the official diagnosis provided during hospitalization; however, he reported experiencing pulmonary complications. He also stated that the physician removed the insulin pump during hospitalization due to concerns that it was continuing to deliver insulin while displaying elevated glucose readings. The patient was discharged from the hospital on (B)(6) 2026, and reported that his condition had improved. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid on (B)(6) 2026. There was not a complete set of reported glucose values available to search within the parkes error grid calculator between (B)(6) 2026 to (B)(6) 2026. No additional patient or event information is available.